Event description:
The rptr stated that he did meter to lab comparison test, about 15 minutes apart. The reading on his meter was 140 mg/dl, and the lab test result was 182 mg/dl. He did not have any symptoms. Control solution testing was not done due to unavailability of supplies. On followup, the lifescan rep disucssed qc procedures, with emphasis on control testing.